Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the inner hose on the motor device came apart and was torn. It was further determined that the device failed pretest for rotational speed and safety. It was reported in the service order that the device inner hose was disconnected. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.